Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 2017865-2019-05015. It was reported that the patient presented for an unrelated procedure for a routine generator change and atrial lead revision. An insulation anomaly was observed on the right ventricular lead. The right ventricular lead was capped (B)(6) 2019 and replaced. The patient was stable.